Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level displayed as "low"; although a specific value was not provide; cause was not known. Customer could not recall what treatment they received while hospitalized. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.